Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A problem was reported. Hcp reported having difficulty accessing center port. Hcp stated she tried refilling several times and was unable to access the reservoir. Hcp did not believe the pump is flipped but stated the patient could be hard to refill. Also stated pump was moving easily under the skin. No patient symptoms or outcome were reported. System used to deliver baclofen.